Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 with complaints of chest pain. The site ruled out pulmonary embolism and acute coronary syndrome. Cultures obtained during admission were positive for enterococcus. Cultures cleared on (B)(6) 2020. The patient's PICC was replaced. The patient antibiotic plan included a 6 week course of ampicillin with a plan for suppressive amoxicillin after the IV course. No further information was reported.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2020 with one week of left sided chest pain. The driveline site was without signs of infection. The patient was initially started on vancomycin and zosyn for pericarditis but was then found to have positive blood cultures for enterococcus on (B)(6) 2020. Blood cultures were cleared on (B)(6) 2020. The peripherally inserted central catheter (PICC) line was replaced and the final antibiotic plan was a 6-week course of ampicillin (intravenous) with an additional plan of amoxicillin after intravenous course. Pain management was consulted and the patient was discharged with oxycodone and lyrica. No additional information was provided.

Manufacturer narrative:
Section a2, b3: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.